Event description:
The cup and head got dislocated and the patient came up for revision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Were not returned. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. Review of provided patient x-rays finds it cannot be determined if the complaint is product related or related to malpositioning. A search of the complaints databases finds no other similar reports against the product and lot code combinations since their release to distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.